Manufacturer narrative:
Literature citation: brent roster, md et al. Salvage of infected inbone total ankle replacement. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per roster and lian in "salvage of infected inbone total ankle replacement", it was reported that the patient underwent a revision surgery 33 months post-op due to post-traumatic osteoarthritis, debridement and synovectomy for impingement and infection. Patient had prior foot surgery. The patient underwent a 6 week regiment of antibiotics. Five months following antibiotics the patient had inbone re-implanted with success.